Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump went blank when it was exposed to moisture. The blood glucose level was unknown. The product will return for the analysis.

Manufacturer narrative:
Pump was received with no button response due to lcd keypad connector unlocked. No blank display noted. Moisture damage found on the lcd board and interface board.